Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt was unable to use their stimulator since they had to move and stuff. The pt then recharged the wireless recharger to 100%. They also charged the handset for 4 or 5 hours. Today when they went to use their communicator all it did was show green and blue then it shows it had no battery blink blinking orange. During call pt plugged the communicator into the micro usb cord and it had a green flashing light. Pt was told to continue recharge. The troubleshooting steps that were taken on the call resolved the issue. Caller called back and said they had charged the recharger and charged the communicator, but now, they needed assistance charging the ins. Tss helped the pt align the recharger over the ins and pt had good connection. Tss provided general charging guidance. Pt said the recharger was hard to wear over clothes and everything and mentioned that earlier the low and high numbers on the recharging screen would go up and down. Pt plugged in communicator and said "why is it so hard to plug in." Tss provided general guidance to operating therapy. Patient called back repeating information from previous call and that they are still having a problem locating the implant to make a connection for charging and stimulation. Patient mentioned that they are having a problem trying to keep the implant charging and making a connection to turn on the stimulation and get it working and pulsing through their legs. Patient noted all they hear is a beeping tone and they want their therapy on; patient followed up complaining about how they wanted the process to be easier. Agent reviewed general use of equipment with patient. Agent walked patient through connecting to the implant and verifying therapy was on. Patient stated they were on group a; agent had patient switch groups and patient was on group b. Patient reported they didn't feel anything and agent suggested they adjust the intensity; patient attempted to adjust intensity. Pt called back stating their hcp recommended pt gets a different recharger with a battery. Pt stated they have been having trouble charging their implant as they can't place it where it needs to be and has hard time wearing it. Pt wants to possibly remove the implant. Agent reviewed recharge compatibility. When asked, pt stated they have not seen a manufacturer representative (rep) who would educate them on how to best use equipment. Agent recommended pt follows up with hcp to possibly get trained on how to use recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional fdd/annex a coding added to more accurately reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory. Product ID wr9230 serial# unknown product type recharger. Product ID fp9000l serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The steps taken to resolve the event was the patient tried different charging positions but that didn't work. The device was taken out.